Event description:
The consumer reported a false negative result with binaxnow covid-19 on (B)(6) 2023. The consumer received a negative result with binaxnow covid-19 on (B)(6) 2023, and a positive result with a pcr test on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221696 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 221696 and device part number 195-430wl / lot 219520. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. A product deficiency has not been identified. D4 - expiration date h3 other text : device discarded, single use.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported a false negative result with binaxnow covid-19 on (B)(6) 2023. The consumer received a negative result with binaxnow covid-19 on (B)(6) 2023, and a positive result with a pcr test on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.